Event description:
The customer reported a drive tube leak/break at 1300ml whole blood processed. Previously only an alarm #16: collect pressure alarm occurred. Suddenly there was a loud noise, and the customer stopped the treatment immediately. The drive tube was twisted. There was no blood leak alarm. The treatment was aborted. The patient was reported to be in stable condition. The customer thought that there was no damage to the leak sensor, so no field service was requested. Pictures were returned for investigation.

Manufacturer narrative:
Service order, (B)(4), was generated in order to check the leak detector strip and instrument. Service order, (B)(4), feedback: the service technician confirmed that the leak detector strip was functioning properly. Product return analysis update: the smart card and photos were returned for evaluation. The smart card was received on 06/18/2015. Based on the review of the data, the prime was completed successfully and the collection was started. Several collect air detected and ac air detected alarms were seen during the treatment. An accelerometer system alarm, a system pressure alarm and a return pressure alarm occurred and the treatment was aborted. The accelerometer alarm indicated when the drive tube broke. At the time the initial report was filed, no root cause could be determined based on the photos, however further analysis of the photos found that the likely root cause of the leak to be delamination of the upper bearing stop from the drive tube. The bearing stop delamination allowed the drive tube to rub against the wall of the centrifuge; damaging the drive tube and causing the leak. Corrective and preventive actions have been initiated to address several potential root causes of drive tube delamination. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review for kit lot d110 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break, alarm #16: collect pressure, and noise. No trends were detected for these complaint categories. A corrective and preventive action was initiated for complaint category, alarm #16: collect pressure, and is now closed. A corrective and preventive action was initiated for complaint category, drive tube leak/break. No corrective and preventive action was initiated for complaint category, noise. Product return analysis feedback: a photo analysis was conducted for this complaint. A review of the photographs confirmed the reported leak, however the review was unable to determine the root cause of the leak. No manufacturing defects were identified during the evaluation. A review of the device history record did not identify any related nonconformances. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Kit not returned to manufacturer.